Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2014 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of raynaud's phenomenon is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: raynaud's phenomenon.

Event description:
Patient reported raynaud's phenomenon. This record is for the left side. The device has been explanted.